Event description:
While planning for a hysterectomy due to extremely large fibroids, I asked my gyn- if I should have a bladder repair at the same time, due to stress incontinence. I am an rn and knew the physician quite well from a mutual working environment on the ob unit, so I trusted her judgement. She said she would use a "new" tension free tape and it would make me very happy. A couple of days before the surgery, I asked her exactly what is this tvt you are using? She stated, it was new and if it was available, she would use it. After my surgery, my urine in my foley cath bag looked like pink lemonade. The nurses caring for me kept questioning the amount of blood in the bag and she said it would clear up. I rec'd 2 units of blood due to a hemoglobin of 6.2. I assumed, it was related to my anemia and the surgery itself, but now I believe the anemia was exacerbated by bleeding in my bladder caused by the mesh. Long story short, following the surgery, I had 11 documented appointments or phone calls with my physician with complaints of pain in the abdomen and with urination and sharp shooting vaginal pains at random times. I also spoke with dr many times on a casual basis at work with the same complaints. Everytime, I was told it takes a while to recover from surgery and I needed to be pt. Finally, in 2002, I went to see a urologist. He performed a cystoscopy in his office and announce to me that I had 10 cm of tvt mesh in my bladder. This required surgery to remove as much of the mesh as possible. I have had nothing but problems with my health since then, as I believe my body has tried to reject the mesh and recognizes it as a foreign object. I have been diagnosed with chronic fatigue syndrome, and I continue having bladder problems. Stress urinary incontinence as well as random pains in my abdomen and vagina. I want to see this procedure banned, as it is dangerous. Only a portion of the mesh was removed. Some of it had begun to grow into the surrounding tissue. This is what I believe is causing problems. Diagnosis or reason for use: stress urinary incontinence.